Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter according to the reporter, during a total colectomy and rectal resection, after pressing the green button, the handle could not be squeezed, and the device did not fire. The cartridge was reconnected, and an attempt was made to fire, but the issue was not resolved. A new handle and cartridge were taken out, and the surgeon tried to blank fire the device to confirm that firing was possible. Another cartridge was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#: p3j1066); egia60amt egia 60 artic med thick sulu (lot#: p3l0951) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total colectomy and rectal resection, after pressing the green button, the handle could not be squeezed, and the device did not fire. The cartridge was reconnected, and an attempt was made to fire, but the issue was not resolved. A new handle and cartridge were taken out, and the surgeon tried to blank fire the device to confirm that firing was possible. Ano ther cartridge was used to complete the case. No patient injury.